Event description:
On (B)(6) 2012, the reporter claimed the ez carbohydrate bolus feature is not giving the correct calculated number. The insulin to carbohydrate ratio was set to the factory default while the personal settings were correctly. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to unresolved pump setting issue. The animas pump was requested back for investigation.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 0(B)(4) 2013 with the following findings: the pump powers on appropriately with functional auditory and vibratory features. The pump was exercised for 24 hours with a 1 unit per hour basal rate and with the I:c ratio set to 1:18, and no changes to the I:c ratio or to the basal rate occurred during testing. An ezcarb bolus for 12 grams of carbohydrates with the I:c ratio set to 1:12 was performed, and the pump correctly calculated a 1 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both accurately recorded to the pump history. The keypad buttons were tested and no hypersensitivity was observed. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.